Event description:
It was reported that the right atrial (ra) lead exhibited a steady increase in high thresholds as well as high impedance that has been trending upwards. The lead remains in use. No patient complications have been reported as a result of this event.